Manufacturer narrative:
The customer would not provide any lot number for the architect (B)(6) ii assay used by their institution regarding the alleged (B)(6) results generated. No returns were made available from the customer site. A tracking and trending report was generated, which determined that there are no related adverse or non-statistical trends identified for the product issue reported by the customer. The architect (B)(6) ii assay package insert provides information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. The customer observed one discrete alleged (B)(6) result, which is most likely due to the current therapy the patient is undergoing.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred; therefore, the device was not performing as intended and the evaluation codes were corrected.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08l44, that has a similar product distributed in the us, list number 06l22. (B)(6).

Event description:
The customer reports one patient at their facility is diagnosed with a (B)(6) infection and aplastic anemia. The architect anti-(B)(6) ii assay has previously been generating (B)(6) results for this patient. Currently, the assay is generating (B)(6) results. The customer believes the (B)(6) results are due to the treatment this patient is receiving (lymphocytoclastic). There is no impact to patient management reported.